Event description:
It was reported patient underwent initial knee arthroplasty (B)(6) 2013. Subsequently it was reported patient was revised on (B)(6) 2014 due to hardware failure. The bearing and femoral component were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of the device found the cement technique applied to the femoral component was not followed properly by not having a smooth transition on applied cement and device. Additional cement was observed outside the boundaries of the part which can result in poor fixation. This can cause failure the device to fail and lead to discomfort to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product is being returned to manufacturer, but has not yet been received by manufacturer. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02571 / 02572).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity."

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to femoral loosening. The femoral component and tibial bearing were removed and replaced.